Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient had stopped treatment and was trying to restart, but was having difficulty. He mentioned that prior to stopping treatment there was a fluid leak that seemed to be from the patient line. There was no fluid in the cycler that the patient could find. Attempts were made to gather missing details, but no data was provided. The cycler set has not been returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient had stopped treatment and was trying to restart, but was having difficulty. He mentioned that prior to stopping treatment there was a fluid leak that seemed to be from the patient line. There was no fluid in the cycler that the patient could find. Attempts were made to gather missing details, but no data was provided. The cycler set has not been returned for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.